Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested 08/29/2011 by fax and mail. A completed questionnaire has not been received. (B)(4).